Event description:
The prismaflex "advisory: cannot detect return" alarm ui workflow creates a hazardous situation with potential for patient harm. The ui labeling and alarm light notifications relating to this alarm can be easily missed, and the baxter advised workaround creates non-intuitive critical tasks that can be forgotten. When running crrt using the prismaflex system - significant changes in return pressure can trigger a "warning: return disconnection" alarm which can lead to a "advisory: cannot detect return" alarm. After assessing the patient and determining the line is not disconnected the nurse must override the alarm to resume therapy; however, overriding the alarm deactivates the return disconnection alarm until it is reset. This is a major safety concern because if the return line were to actually become disconnected while the alarm is deactivated, the patient could exsanguinate in minutes with no alarm. There is a work around where nurses can press stop and resume after troubleshooting, but this requires clinicians to rely on memory for a low volume, high risk therapy used among very complex patients. Baxter has responded to this issue, but clinicians and clinical engineering are not satisfied with the manufacturer's solution due to the safety hazard. Manufacturer response for crrt and tpe machine, prismaflex (per site reporter):

Manufacturer narrative:
The following elements have blank data.

Event description:
The prismaflex "advisory: cannot detect return" alarm user interface (ui) workflow creates a hazardous situation with potential for patient harm. The ui labeling and alarm light notifications relating to this alarm can be easily missed, and the baxter advised workaround creates non-intuitive critical tasks that can be forgotten. When running crrt using the prismaflex system - significant changes in return pressure can trigger a "warning: return disconnection" alarm which can lead to a "advisory: cannot detect return" alarm. After assessing the patient and determining the line is not disconnected the nurse must override the alarm to resume therapy; however, overriding the alarm deactivates the return disconnection alarm until it is reset. This is a major safety concern because if the return line were to actually become disconnected while the alarm is deactivated, the patient could exsanguinate in minutes with no alarm. There is a work around where nurses can press stop and resume after troubleshooting, but this requires clinicians to rely on memory for a low volume, high risk therapy used among very complex patients. Baxter has responded to this issue, but clinicians and clinical engineering are not satisfied with the manufacturer's solution due to the safety hazard. Manufacturer response for crrt and tpe machine, prismaflex (per site reporter).